Manufacturer narrative:
(B)(4). The reported complaint that the "pump shut off while on patient" was not able to be confirmed as no part was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "pump shut off while on patient." Patient condition is unknown at the time of this report. Additional information not received from complainant.

Event description:
It was reported "pump shut off while on patient." Patient condition is unknown at the time of this report. Additional information not received from complainant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump shut off while on patient." Patient condition is unknown at the time of this report. Additional information not received from complainant.

Manufacturer narrative:
Qn#(B)(4). Returned for investigation were the martek power supply, and the power cord. Visual inspection of the samples was performed and found the power cord was separated from the strain relief. No other abnormality was noted. The power supply and the power cord were installed into a known good ac3 for functional testing. The system power-up successfully. The power supply voltage check was performed per ac3 series service manual and all output voltages were within specifications. The battery load test was performed. The iabp was run on a known good lab inventory battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.0 volts. The iabp gave a proper alarm when disconnected from the ac power. Pumping was initiated. The unit ran for over 90 minutes along with the proper alarms "less than 20, 10, and 5 minutes remaining". The reported complaint of "pump shut off while on patient" is not confirmed. The returned power supply and power cord passed functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.